Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified that the auxiliary full height drawer 6 was failed to open. Then the fse removed the back panel found far left led dark on controller board and found magnet inseparable was missing. Fse replaced inseparable and logged into hardware test application (hta) app and ran final test. Further the fse tested all the drawers and slides to make sure they are working properly. Then opened the top cover checked connections in electronics drawer. And removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.